Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A singular x-ray image has been provided and reviewed. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her left hip replaced 20 + years ago, the surgeon, hospital where she had her surgery is unknown. The xrays revealed the patient most likely had a hps ii stem with a bipolar shell. The patient is a regular patient of (B)(6) now and spike with him about her painful left hip. (B)(6) determined the source of the pain would be due to the loss of cartilage and bone in the acetabulum due to 20+ years of a metal shell articulation on the cartilage and bone. It was decided he would revise the construct to a total hip from a hemi. (B)(6) removed the femoral head and bipolar shell while leaving the hps ii stem in situ. He reamed the acetabulum and prepared for a pinnacle cup. A cup implant and liner was implanted and a new femoral hip ball was implanted on the stem. The lot #¿s of the femoral stem and bipolar shell were unable to be retrieved. Doi: 20 + years ago, dor: (B)(6) 2020, affected side: left hip.